Manufacturer narrative:
(B)(4), diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that a sensor failure after warm up occurred. On the morning of (B)(6) 2023, the sensor failed in the morning and was reportedly out of an active sensor session for a few hours prior to the event. The patient did not feel good and did not realize that her blood sugar was high as she was vomiting and nauseated. Later in the day at 6:00pm, the patient's husband insisted that the patient go to the hospital. The patient was diagnosed with diabetic ketoacidosis at the hospital. At that time the patient had already been unconscious for one hour and received cardiopulmonary resuscitation (CPR) and was revived. The patient was in a coma for two days. She was hospitalized for 9 days and treated with unremembered medications. At the time of the report, the patient had been discharged and was still recovering. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.